Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a fan error. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A follow up was performed with the key market (km) representative, and it was reported that there was no malfunction with the device. The customer just had something to consult about regarding the device. Based on the information provided, the issue does not meet the definition of a complaint. Therefore, this report is being redacted.